Manufacturer narrative:
Further information was request, but not received.

Event description:
It was reported that the patient presented with and aborted shock due to over current detection (ocd) alert and low defibrillation impedance exhibited by the right ventricular lead. Device interrogation also revealed a stored episode of non-sustained right ventricular over-sensing. No patient symptoms were reported. Further information was request, but not received.